Manufacturer narrative:
Zimvie received one (1) xifnt410, (osseotite tapered certain implant 4 x 10mm) for evaluation. Visual evaluation / functional test was performed, slight wear however no damage to the implant [and returned abutment] was identified that would cause or contribute to the event. Markings due to the removal process. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120009118. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120009118 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : cannot be determined the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The summary of the inspection results. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
Positioning. Needs to be repositioned. Tooth number 29. Per indicated: surgical/medical intervention required for permanent damage: yes, implant removed. Additional appointment required: yes, to replace implant. Symptoms as a result of the event: pain.